Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no patient involvement. Customer refused the repair of the ventilator. Covidien was not authorized to service the device.